Manufacturer narrative:
This report is filed on march 28, 2019.

Manufacturer narrative:
This report is submitted on february 11, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced an infection and subsequently was administered antibiotics (date and type not reported). The patient underwent surgery on january 29, 2019 to explant the device. Reimplantation has been scheduled, however this has not occurred as of the date of this report.